Event description:
It was reported that during a ptca/stent procedure on an acute myocardial infarction pt, to treat a subtotal occlusion in the proximal lad, a stent delivery system separated during use. A 3.5x18 acs multi-link rx tetra coronary stent was deployed in the proximal part of the lesion. After the first stent was deployed, there was no reflow observed due to existing thrombus, so a second 3.0x28 acs multi-link rx tetra coronary stent was deployed in the distal part of the lesion. Edge dissection was observed at the proximal end of the second stent. This 2.5x18 acs multi-link rx tetra coronary stent was advanced between the first two stents and pressurized, but the balloon did not expand. The sds was retracted, and it was observed that the distal section remained in the anatomy. The physician attempted unsuccessfully to retrieve the separated distal segment by "catching" it with a second guide wire, then with a gooseneck snare, and then by pulling the guiding catheter over the sds and removing all the devices together. The hosp did not have the capability to perform CABG in house, so they transferred the pt to another hosp. The pt expired shortly after surgical intervention.